Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results were 318 and 223 mg/dl. Tests were done within 10 minutes with a difference of 31%. Pt applying blood technique incorrectly. Pt did not experience any adverse events. No further info has been reported.